Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair procedure, the coating/metal shavings on shaft of the vessel sealer extend (vse) instrument scraped off and fell inside the patient's abdomen. The intuitive surgical, inc. (Isi) customer sales representative (csr) that was present during the procedure stated that the surgeon was able to remove most of the metal shavings. It is unknown if all the shavings were retrieved. A post operative x-ray was performed but the results of the x-ray are unknown. The surgeon reported that the patient has not returned with any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vse instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have scratches on the main tube. The instrument was found to have various scratch marks with light material removed on the main tube. The instrument was returned with the cord cut so the instrument was not able to be tested for sealing/cutting functionality. The instrument was placed on an in-house system and passed recognition and engagement tests and moved intuitively through a full range of motion in all directions. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or hard surfaces. The cannula was noted to have chips on it, which also could have caused the damage to the main tube. A separate medwatch report (MFR report number 2955842-2025-01726) was submitted for the cannula that was used during the same procedure. The cannula accessory was analyzed and found to have scratch mark damage at the distal end of the cannula.

Event description:
Refer to h11 for follow-up information.